Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic position detecting unit (upd) image temporarily disappeared, air water cylinder (tube) and air water-tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: endoscopic position detecting unit (upd) image temporarily disappeared due to damage on endoscopic position detecting unit (upd) board unit and additional malfunctions found during device evaluation for foreign objects in air water cylinder (tube) and air water-tube is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an image darkening error code. The issue was observed during preparation for use. There was no report of patient harm.